Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the wire on the fenestrated bipolar forceps instrument broke. The planned surgical procedure was completed with another instrument and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's pitch up cable broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument's wrist were not damaged. No other damage was found.